Event description:
Procedure type: gastrectomy. According to the reporter: an end-to-side anastomosis was performed with an (B)(4). After the surgery, bleeding occurred at the anastomosed part. The pt's blood pressure decreased and the pt went into shock. An emergency re-operation was performed, and it was confirmed there was a large amount of coagulum and also afferent loop syndrome occurred.

Manufacturer narrative:
(B)(4).